Event description:
Baxter received a complaint from a user facility involving the automix 3+3 compounder. According to the facility, the device had incorrect solution 2 (is2) alarm during compounding. There was no patient involvement. No medical intervention. No further information was available.

Manufacturer narrative:
(B)(4). After further investigation there is no information to suggest that this device malfunction would cause or contribute to a death or serious injury if it were to recur.

Manufacturer narrative:
(B)(4) - additional narrative: the customer did not send the device to baxter for evaluation. Therefore, the reported condition could not be confirmed. Should the sample and/or additional information be received, a follow-up medwatch will be submitted. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k961008.